Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during an onsite bd epidural educational demonstration, a channel error occurred on a pump module. It was noted the pump module was loosely attached to pc unit. It was further noted during the educational seminar that channel errors are mostly seen during transport from the operating room or while moving the pump. There was patient involvement during transportation but no harm.

Manufacturer narrative:
Correction: concomitant med prod data (1). Omit: c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported during an onsite bd epidural educational demonstration, a channel error occurred on a pump module. It was noted the pump module was loosely attached to pc unit. It was further noted during the educational seminar that channel errors are mostly seen during transport from the operating room or while moving the pump. There was patient involvement during transportation but no harm.